Manufacturer narrative:
Device received with critical pump error after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Corroded force sensor assembly and motor assembly. Unable to verify blank display anomalies due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that they changed batteries got an open book image alarm on display. Customer stated that accidentally got insulin pump wet. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.